Event description:
It was reported that a spectrum pump had an occlusion alarm during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1: brand name, d4: model #, d4: unique identifier (UDI) # additional information: d9, g4, h3, h6, h11 h11: the device was received for evaluation. During evaluation, an upstream occlusion alarm was not reproduced. A review of the event history log revealed upstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Evaluation found the ultrasonic sensor failed which is a known contributor to upstream occlusion alarms. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.